Event description:
Customer reported scanner issue with scanning utm tubes with red line on the tube manufacturer label. The customer is having to sort universal collection tubes in separate racks from utms with red line. Although there is no specific product requirement or specification not met, the expectation is that the alinity m system will correctly identify uncapped utm tubes (copan® utm-rt 3 ml without beads transport & preservation medium for viral molecular diagnostics testing, part number (pn) 3c047n) as cap not present ("nocap") when loaded onto the system in a sample rack that does not have a retention bar. On march 13, 2024, a decision was made to issue a customer letter to notify customers of the reported issue. This field action, fa-am-mar2024-298 was issued on and reported per 21 cfr806 to FDA on march 20, 2024 and is recommended to be reported as an fsca (field safety corrective action). Associated severity is major in a worst-case scenario for the sars-cov-2 analyte.

Manufacturer narrative:
Based on the evaluation testing performed as part of the complaint investigation, it was identified that uncapped universal transport media (utm) tubes (copan® utm-rt 3 ml without beads transport & preservation medium for viral molecular diagnostics testing, part number (pn) 3c047n, lot b30111) were recognized as cap present ("hascap") by the sample input (si) camera on the alinity m system. Therefore, the complaint was dispositioned as confirmed for product deficiency. The following material lot information is included in this confirmed product deficiency: list number: 08n53-002 while using uncapped utm tubes (copan® utm-rt 3 ml without beads transport & preservation medium for viral molecular diagnostics testing, part number (pn) 3c047n) that have a red border on the label. Impact on product functionality: the red border that is present on the label of the utm tube can potentially be detected as a cap on the system, as the red border can appear orange-like under instrument lighting conditions. Additionally, since the utm sample tube is 100 mm tall, the red border on the label has the potential to reside within the cap colormatch region-of-interest (roi) present on the alinity m camera software. It will take a combination of alignment, lighting, label positioning, and tube skew conditions to induce this error. The alinity m will not accept a sample rack that lacks a retention bar but contains sample tubes with orange pierceable caps. The corrective action is to apply a retention bar, only if caps are present, which is not applicable in this scenario. A potential hazard of delay of results of greater than 3 days was identified. On march 13, 2024, a decision was made to issue a customer letter to notify customers of the reported issue. This field action, fa-am-mar2024-298 was issued on and reported per 21 cfr806 to FDA as 3005248192-03/20/2024-002-c on march 20, 2024 and is recommended to be reported as an fsca (field safety corrective action). Associated severity is major in a worst-case scenario for the sars-cov-2 analyte.